Manufacturer narrative:
The service engineer (se) replaced the inspiratory flow sensor. The se performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator "stopped giving breaths". The patient was transferred to an alternative ventilator. There was no patient harm reported.

Manufacturer narrative:
An inspiratory flow sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.